Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on (B)(6) 2021 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The disposables that were in use during the alleged incident were discarded by the site. The lot number was not provided; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the following: an outpatient underwent a CT scan while connected to a stellant CT injection system after which they were discharged to home. Following the procedure, an undisclosed amount of air was visualized on the subsequent images. The radiologist requested that the patient return for a follow-up CT scan to check the status of the alleged air. The follow up scan confirmed that the air had dissipated. The patient reported no ill effects and was subsequently discharged to home without further issue.